Event description:
It was reported that, during the removal of a patient, a 980 ventilator was unplugged from the alternating current (ac) power source and a constant alarm was generated. Reportedly, the alarm ceased after the battery was disconnected from the ventilator. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and was unable to duplicate the reported issue. The se reseated the card cage printed circuit boards (pcb) and the power distribution pcb connections. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.